Event description:
It was reported that post-paced t-wave oversensing and noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the right ventricular lead was deactivated to resolve the event and the patient was in stable condition.